Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed that contributed to the injury. The patient's fingers were pinched between the tabletop and the covers of the ingenia system during horizontal movement into the bore. During movement the operator should always check the patient's hands and make sure there are no cables or extremities positioned such that they can be caught. In this case no arm supports were used. With the current design and the appropriate application of the arm supports and operator attention, the philips MRI scanner does not pose a significant risk to the user or the patients.

Event description:
Philips received a report from a customer related to a finger pinching incident with an ingenia 1.5t mr system. A patient was planned to be examined for a head examination (cerebrum). The patient had her hands clamped around the table top edges while moving the table top into the bore. During this movement the left ring finger was pinched which resulted into a torn tendon in the left hand which required medical intervention.